Event description:
It was reported that the manufacture representative was notified ¿late last week¿ that the patient thought they heard their non-critical pump alarm. It was noted that the logs were reviewed at that time and they had confirmed a motor stall that occurred on (B)(6)2014. It was noted that there were not any medical procedures/MRI at that time that they knew of. It was unknown if there was a motor stall recovery in the event logs. It was noted that the patient was asymptomatic. There was also a volume discrepancy reported. The manufacture representative was not certain but thought the expected residual volume (erv) was 4cc and the actual residual volume (arv) was 7cc. The manufacture representative did not know if there was an option to silence an active alarm in the alarms screen or if there was any alarm indication when the pump was ¿telemetryed.¿ it was unknown what the pump system was delivering. Additional information received reported that the physician had recommended a replacement surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8578, lot# n152892, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j0039997r, implanted: (B)(6) 2000, product type: catheter. (B)(4).